Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6), germany. During the analyzes of the history log files no flow deviation could be detected. It could be detected an interruption of an infusion therapy by an error code "too many drops". As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec (B)(4) was arranged. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). The used drop sensor was specific investigated. No malfunction could be detected. The device was investigated, but no damages were found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If we will get an investigation report, we will create the final report for the authority. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (B)(4): "pump-flow rate-fast". Customer information: too many drops. The pump has delivered too many drops (excluding bolus) with a base flow rate of 1.5 ml/h (morphine). The patient experienced blurred vision and tachycardia. The symptoms receded about one hour after the incident occurred.